Event description:
During open heart surgery (ohs), a 19 year old skytron 6500 operating room table began to spontaneously tilt toward the surgeon without any personnel utilizing the hand control set to manipulate the table. The surgeon grabbed the table to prevent the patient from falling. Additional operating room staff responded to this event and assisted in ensuring the patient's safety. The patient was under anesthesia and the incision had been made. The anesthesiologist's attempts to correct the table's angle by using the hand control were unsuccessful. The power cord was disconnected from the electrical wall outlet; however the bed continued to tilt to an angle od approximately 45 degrees at which time it stopped and maintained the 45 degree angle. Biomed unplugged the hand control set from the table. A new table was brought into the operating room and the patient was transferred to this table. There was no patient injury and the ohs procedure was completed. The defective table was removed and the manufacturer notified. The manufacturer's representative inspected the table in the biomedical engineering area at (B)(6) hospital. The relay box was then released to the manufacturer for evaluation and it was noted to be free of defects. It was determined as per the manufacturer report that a short in the hand control set caused the table to malfunction.